Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio-control returned the device to the customer without performing any repairs. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen, illuminated its service led and would no longer respond to button presses. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.